Event description:
The patient presented in clinic after receiving inappropriate therapy due to noise. The noise occurred during pacing. During lead extraction a tip fragment broke off the lead and remains embedded in the ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A fracture of the inner coil was found consistent with cyclic stress. This fracture is consistent with the observation from the field of noise.